Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for headache. It was reported that usually when the patient goes by a magnet, it would cause the implantable neurostimulator (ins) to go off and they would have to turn it back on. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.